Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The left iliac artery was angulated, narrow diseased. It was reported the patient presented with an occlusion at the bifurcation of the aorta in the left common iliac artery approximately six weeks post implant due to the angulated and narrow left iliac. The occlusion did not extend proximal to involve the contralateral gate. The next day, the physician attempted to remove the clot; however, was unable to remove the clot and did a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).